Manufacturer narrative:
(B)(4): information is unavailable; device not returned. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch. Additional information requested: did the top jaw break off the device (in two pieces)? If yes, did the piece fall into the patient? If the piece fell into the patient was it retrieved? Is the broken piece returning with the device or was it disposed of? Was the jaw damaged but not broken off of the device?

Event description:
It was reported that during an unknown procedure, articulating device jaws broke during the grasping of tissue in first case only after a few activations. It is unknown what was used to complete the procedure. There were no adverse consequences for the patient reported.